Event description:
Additional information was received from the surgeon which did not provide the surgeon's assessment on the relationship of the lead protrusion to vns. However, it was clarified that the surgery is planned for patient comfort. There is no patient manipulation or trauma that is believed to have caused/contributed to the lead protrusion. In addition, the patient has not experienced any physiological changes which may have contributed. No x-rays have been taken.

Event description:
The treating neurologist's office initially reported on (B)(6) 2012 that the patient had a bump at the lead incision site. The vns was reported to be functioning correctly, but the mother and patient were concerned about the bump. Follow up with the surgeon revealed that the bump at the incision site was first observed immediately following vns implant. No patient manipulation or trauma is known to have occurred that may have caused or contributed to the lead protrusion. Additionally, the neurologist was not aware of any physiological changes which may have contributed to the protrusion. Later on (B)(6) 2013, the neurologist's office reported that the patient has a bump on her neck/chest, and they think that it is a kink in the lead. The protrusion does not appear to have migrated since vns implant, but it is located around the neck/chest and is described as being "very obvious." The patient was referred for surgery to fix the protrusion. Additional follow-up with the neurologist's office revealed that there is a little concern that the lead could come through the skin, but the patient is not experiencing any adverse clinical symptom as a result such as pain, etc. No x-rays were ordered by the neurologist's office. The patient was seen by the surgeon on (B)(6) 2013 for the first time, but attempts for additional information from the surgeon's office have been unsuccessful to date. Although surgery is likely, it has not occurred to date.

Event description:
Clinic notes dated 08/10/2016 reported that there was a ¿loop defect in the neck.¿ diagnostics were within normal limits with lead impedance at 2737 ohms. No surgical intervention for the lead protrusion event has occurred to date.